Event description:
A zoll distributor reported that a (B)(6) male pt had developed a rash underneath the front electrodes and bruising on his side. The pt reported that he believed that the rash from the lifevest was triggering fluid around his heart and lungs. The pt had recently been in the hospital for an unrelated issue and was given a skin repair cream. The pt's clinical outcome is unk. There is no indication of any device malfunction.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.